Manufacturer narrative:
Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Had to get an emergency tooth pulled [tooth loss] worst toothache of my life [toothache] left so much food particles and germs in my mouth [oral disorder] this toothbrush does not clean teeth properly [device ineffective] case description: a consumer, gender and age unspecified, provided a spontaneous report via social media on 19-dec 2017 that his/her oral-b power toothbrush, version unknown caused him/her to have the worst toothache of their life. He/she asserted that they had been using the tooth brush for two weeks but it did not clean properly, it left so much food particles and germs in his/her mouth that he/she had to get an emergency tooth pulled it was not reported if the suspect product was used in the past; additionally the action taken with suspect product was unknown. Treatment details: had to get an emergency tooth pulled; relevant history: none reported; concomitant product(s): none reported. The overall case outcome was unknown. No further information was provided.